Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a refill, the date was not reported, ¿but after getting sick, only half of reservoir was filled instead of all of it.¿ the timeline of events was not reported. A dye study and rotor study were done; the dates and results of studies were not reported. The physician said the patient had an infection upon removal, no other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
The pump was analyzed and no anomaly was found. The catheter was analyzed and analysis found a tear in the seal near the guide ring of the sutureless connector. (B)(4).

Manufacturer narrative:
Corrected information: further analysis determined that the small tear noticed in the seal material of the sutureless connector near the guide ring was not significant to the catheter¿s in-vivo performance. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the infection was discovered in (B)(6) 2013 with no exact date. The patient had tenderness and redness around the pump pocket and there was swelling and pus aspirated from the pocket. No culture was performed. The patient was given antibiotics. The dose began to be titrated down from 0.5 milligrams per day until the drug was removed on (B)(6) 2013 with morphine at 0.1 milligrams per day at 2.25 milligrams per milliliter. Saline was added at a minimum rate on (B)(6) 2013. The device was explanted on (B)(6) 2013 and there was no plan to place another one. The patient did not want it again. The patient was doing very well and had no complications from this event. The patient had no allergies or pertinent medical history to provide.